Manufacturer narrative:
Additional information had been received regarding the product material change, which had not been included in the initial report. Therefore, the correct product material had been changed from unk_transmitter to unk_sensor, and updated information had been provided in section b5, d1/d2a/d2b, and d4, h6 (added medical device problem code ¿ 3283 for loss of communication between pump and sensor and removed 3283 for loss of communication between pump and transmitter) with this follow-up report. Additional review performed that shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information received, the product material changed from unk_transmitter to unk_sensor. The customer reported a loss of communication between pump and sensor. The event involved product(s) unk_sensor, mmt-1884, mmt-7841zn. No product return is required for unk_sensor, mmt-1884, mmt-7841zn. Hence event submitted under regulatory report (2032227-2025-255668) is not-reportable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the insulin pump and the transmitter. The customer reported no adverse event. The event involved product(s) unk_transmitter. Troubleshooting was declined by the customer. It was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for unk_transmitter.